Event description:
Beckman coulter eurocenter in italy reported that they received cx/lx c-rp cal kit bottles leaking due to loose caps. No injury was reported due to the exposure.

Manufacturer narrative:
Inventory has been transferred to quarantine sub-inventory. No additional information is available. (B)(4).